Manufacturer narrative:
Analysis results - the root cause of the customer¿s complaint could not be confirmed as the handle operates within specification.

Manufacturer narrative:
The reported injury was loss of dental fillings. Complaint received from (B)(6).

Event description:
A consumer reported that their diamondclean power toothbrush caused their dental fillings to fall off.